Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the investigation, it was noted the component showed evidence of deformation. However, the root cause of the event could not be determined.

Event description:
It was reported that the patient underwent left orthopedic salvage knee procedure on (B)(6) 2014. Subsequently, the patient was revised on (B)(6) 2015 due to metallosis found in the taper junction between the femoral and diaphyseal segments. All components were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid. It has been reported that wear debris may initiate a cellular response resulting in osteolysis, or osteolysis may be a result of loosening of the implant." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-02356 & 02357).